Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that when the heartstart mrx was put back in service it beeped with a service mode x on the screen. There was no patient involvement.